Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance. The rv lead was capped and was replaced with a new lead. No patient complications were noted as a result of this event.